Event description:
Related manufacturer reference number:2017865-2022-10191. It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion and the right ventricle lead had dislodged and exhibited inappropriate anti-tachycardia pacing episodes. The implantable cardioverter defibrillator and right ventricle lead were both explanted and replaced. Patient was stable.